Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the component was measured within print specifications. The root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06401 / 06402).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. Patient underwent radiographs on (B)(6) 2014 that revealed the modular head had dislocated from the acetabular cup. Subsequently, a revision procedure was performed on (B)(6) 2014.